Manufacturer narrative:
After battery installation unit received with constant failed battery alarm. Problem isolated to electronic assembly. Unable to perform displacement test, active current or sleep currents due to constant failed battery alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had short battery life and failed battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.